Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he received a button error on his insulin pump. The patient's blood glucose at the time of incident is unknown. The customer does not recall any significant events that led up to the button error alarm and he states that he's been getting button error alarms since last spring. Troubleshooting was initiated for the button error, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
No button error alarm noted. The insulin pump was received unit with unresponsive buttons due to corroded keypad traces. The insulin pump was unable to perform a displacement test due to unresponsive buttons. The insulin pump had missing end cap sticker, cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.